Event description:
The plaintiff's attorney alleged that the decedent experienced a cardiovascular event on or about (B)(6) 2006 and subsequently expired after the use of the product.

Manufacturer narrative:
This is one of two device reports for this event. Associated manufacturer report numbers are 1225714-2014-10352 and 1225714-2014-10353. Additional information has been requested and will be submitted upon receipt accordingly.

Event description:
Additional information received alleged that the patient experienced congestive heart failure, which is alleged to have been caused by the product administered to the patient for dialysis treatment.

Manufacturer narrative:
This is one event (death) for the same patient involving two separate products.